Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient's pump system was completely removed due to a leaking catheter. Per the patient they had a surgery for their heart and may have cut the catheter during that surgery but it was unknown. The drug being delivered by the pump, the other medications the patient was taking at the time of the event, the patient's pertinent medical history, symptoms if any the patient experienced related to the catheter leak, troubleshooting related to the catheter leak, and the cause of the catheter leak not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.